Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: one outflow graft of an unknown lot number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Information received from the site revealed that the outflow graft was anastomosed to subclavian artery at implant. The patient returned to operating room (or) due to low flows. During the re-operation, the surgeon found fluid around the outflow graft and relocated the graft to descending aorta. Additionally, the surgeon attached a foreign graft to the descending aorta and anastomosed both the outflow graft to the foreign graft. Compression of the outflow graft was suspected. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation and available information, multiple factors may have contributed to the reported event including but not limited to compression of the outflow graft. Possible factors that may have led to the event include but are not limited include the patient¿s pre-existing history and related comorbidities, the anastomosis of the outflow graft on the subclavian artery, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for a correction to b1. This was an adverse event and product problem. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial implant the outflow graft was anastomosed to subclavian artery. The patient was emergently taken back to operating room (or) for low flows. Reoperation was required. The implanting surgeon found fluid around the outflow graft, and it was decided to move the outflow graft to the descending aorta. The implanting surgeon attached a 10mm gelweave graft covered with a 12mm ringed polytetrafluoroethylene graft and anastomosed that to the descending aorta and then anastomosed the two grafts (vad outflow and other graft) together. Compression of the outflow graft was suspected. The outflow graft remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial implant the outflow graft was anastomosed to subclavian artery. The patient was emergently taken back to operating room (or) for low flows. Reoperation was required. The implanting surgeon found fluid around the outflow graft, and it was decided to move the outflow graft to the descending aorta. The implanting surgeon attached a 10mm gelweave graft covered with a 12mm ringed polytetrafluoroethylene graft and anastomosed that to the descending aorta and then anastomosed the two grafts (vad outflow and other graft) together. Compression of the outflow graft was suspected. The outflow graft remains in use. No further patient complications have been reported as a result of this event.